Manufacturer narrative:
(B)(4): evaluation results: (other) - a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4)

Event description:
The reporter stated, the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury and the backup lens was implanted.